Event description:
There is a potential for a centrifuge's bucket and insert not being seated on the rotor, breaking the lid and being forced out of the centrifuge. This could result in serious personal injury and damage to the surrounding area. The silencer 2200 is a general purpose centrifuge designed to be used in educational, biochemistry, clinical or industrial labs. Its applications include urine and blood separations or other procedures where solids, particles or cells are separated from liquids.